Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high thresholds, high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 ipg, implanted: (B)(6) 2007; a 3116 gastric mgu ipg, implanted: (B)(6) 2014; a 4351-35 x 2 gastric mgu leads, implanted: a 2014. (B)(4).